Event description:
A purchasing specialist reported that the tubing was not functioning correctly and the irrigating line caused "hyplotomy" during a procedure. Pt harm is unk at this time. Add'l info has been requested.

Manufacturer narrative:
A sample is expected, but has not yet been rec'd for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).